Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed a no output and no telemetry condition. A high current drain condition was confirmed. The hybrid was damaged during analysis; therefore, the root cause of the high current drain could not be determined.

Event description:
It was reported that the patient presented to the emergency room and during interrogation of the device, passed out and went asystolic. External pacing support was required. The device measured low rv lead impedance of 110 ohms and had reached its recommended replacement time prematurely (within 13 months). The device was explanted and replaced. It was also noted that after explant, the device could not be interrogated. There were no further patient complications as a result of this event.